Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may be experiencing premature battery depletion. The monitoring voltage was found to decrease at a more rapid than expected rate. The ICD system software was upgraded and the physician will follow battery status until the elective replacement indicator (eri) is reached. This report will be updated if further information becomes available.